Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs were reviewed and the controller error was confirmed. There were a total of 4 intermittent triggers during the case. Returned product was inspected and there were no abnormalities. It passed the laser continuity test and all 5s parameters were within specification when plugged into a console and run in a bucket for 2.5 hours. Upon review of data logs and the pump, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, the placement signal and lv waveform disappeared. The impella 5.5 continued to provide support with good flows and normal motor current. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.